Event description:
Report received of a tubing "rupturing" while the device was in clinical use. The patient was receiving lipids at 21ml/hour and tpn at an unspecified rate via two different acclaim encore pumps. The lipids were piggybacked to the distal clave port on the tpn tubing. At an unsepcified time into the infusion, it was noted that the lipid tubing had "ruptured" approximately 2-3 inches above the distal clave port. There were no pump alarms. An unspecified volume of IV fluid leaked onto the patient's linens. The pt reportedly did not experience any bleedback or blood loss. The patient's IV access remained patent. The IV tubing was discarded and the infusion was continued with a new tubing set. Though requested, there was no additional information available.